Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device sound abatement foam. The patient has alleged to seeing particles in the air path. The device also wakes her sick with upper respiratory issues and also has headache and nausea. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that liquid ingress with mineral deposit in the device and presence of dust/dirt contamination was observed on the blower and blower box. The manufacturer observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, pca, blower, blower box, and blower seal and also observed black hairlike contamination on the flip door, top enclosure, ui panel, rear panel, and bottom enclosure and also observed white and black unknown dust like contaminants filling the filters. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination and liquid ingress in the device in the device and are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.